Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. The root cause of this failure is attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 13 uses remaining after this last usage. This complaint is being reported based on the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. Failure analysis confirmed thermal damage to the bipolar yaw pulley. The root cause of this failure is attributed to mishandling and misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps had discoloration on plastic parts. The procedure was completed with no reported injury using a backup fenestrated bipolar forceps. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the instrument was inspected prior to use and no abnormality or damage was found. There was no instrument collision or arcing occurred during the procedure. The procedure was completed with no patient injury. The instrument was not inspected for damage after the procedure was completed.